Manufacturer narrative:
The lot number for both malfunctions was provided and a lot history review was performed. The 2 devices were not returned for evaluation, however, one of the reported malfunctions provided medical records for further review. After further evaluation, the investigation is inconclusive for difficult to remove for both of the reported malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly was difficult to remove. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly was difficult to remove. This information was received from various sources. Both malfunctions involved patients with no patient consequences. A 59 years old female patient weighs 213 lbs and other patient age, gender and weight were not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions. For one malfunction, the investigation is confirmed for the reported difficult to remove and for the other malfunction, the investigation is inconclusive for the reported difficult to remove. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for both the malfunctions. For one malfunction, the investigation is confirmed for the reported difficult to remove and for the other malfunction, the investigation is inconclusive for the reported difficult to remove. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly was difficult to remove. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Of the two reported malfunctions, one 59 year old female patient weighs 213 pounds and the remaining one 66 year old male patient weighs 221 pounds.